Event description:
The site reported the following: during a cardiac catheterization on a (B) (6) female, an air bubble was injected into the proximal portion of the left main coronary artery and traveled down the left anterior descending system during the first contrast injection. The following angiogram showed slow flow down the left anterior descending artery and into the first diagonal artery. The patient exhibited EKG changes in lead 1 and lead avl (augmented vector left). The physician administered 50 mcgs of intracoronary nitroglycerine and waited approximately one minute. During this incident, the patient did not complain of any chest discomfort or pain. The EKG normalized and flow returned to the left anterior descending and the first diagonal arteries. The procedure was completed without further incident. The patient was reportedly fine after the procedure with no residual signs or symptoms.

Manufacturer narrative:
Further follow-up with the site regarding the reported event was performed. The site reported to be experiencing an "air detected in saline line" message displayed over several weeks when utilizing the avanta system prior to the reported event; however, when they would inspect the line, no air was present. The site reported they would proceed to resolve the issue by purging the disposables and/or switching out the disposables. Further review of the event revealed that during the injection procedure when the alleged air injection occurred, the site observed an "air detected in saline line" message on the display. The operator acknowledged the message by over-riding the system, and proceeded with the injection which may have led to air being injected through the saline line of the avanta fluid management injection system. A service call was placed after the reported event. Medrad field service responded to the service call the same day of the incident and discovered that the clear window located on the door of the air detector assembly (adi) was missing. Service replaced the air detector assembly and performed an injector checkout concluding that the injector was performing to specification after the repair. The site reported that they did not observe a reoccurrence of the "air detected in saline line" message after the adi was replaced. The cath lab technologist felt that the site was desensitized to the air in line message, thus contributing to the air injection. Medrad quality assurance reviewed the avanta operation manual which recommends that the user perform a daily inspection of the system to ensure proper system function. As part of the recommended daily inspection, the user should inspect the air detectors for cuts, cracks, worn spots or other obvious damage. If defects are found during the inspection, the system should not be used and medrad service should be contacted to request repairs. Warnings in the manual inform the user that injury may occur if damaged components are used. Based on information provided, despite the missing window on the adi door, the air detection system successfully detected air just prior to the reported air injection; however, the user appears to have elected to disregard the alarm and proceed with the procedure. The apparent false alarms that were reported prior to the air injection were found to have been caused by a damaged adi door. If the instructions provided in the product labeling were followed, the damage to the adi door would have been detected and promptly corrected by medrad service.